Manufacturer narrative:
Analysis of the returned motor to the MFR, shows that the leaking was caused by the band stop being moved on the lift strap. When the motor is then driven repeatedly into the top position, this can cause the drum to break, and the oil to leak out.

Event description:
Info received that the likorall motor was leaking oil. No injury reported.